Manufacturer narrative:
(B)(4). The report of a cracked luer hub was confirmed through complaint investigation. The customer provided one photo showing the chronic hemodialysis assembly. No defect or anomalies were observed. The customer returned one, hemodialysis connector assembly. It was noted that a small portion of the catheter body was still attached to the cannulas of the connector assembly. This portion of the catheter body was severed. The severed end was not returned. Signs-of-use in the form of biological material were observed on the returned sample. After flushing the connector assembly, visual examination revealed a crack on the arterial luer hub. Microscopic examination confirmed the damage and revealed small hair-line fractures around the location of the crack. This damage is consistent with repeated over-tightening by the customer on the threads of the luer hub. No other defects or anomalies were observed. A lab inventory syringe filled with water was attached to the extension lines and flushed. When flushing the arterial line, water was observed leaking out of the crack on the threads. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2023. Involved a 75-year-old female patient hospitalized for her hemodialysis session. At the time of connecting the device, it was observed the presence of air in the arterial line and of a blood leak at the level of the arterial line when the lines were reversed. The catheter line was changed by a clinician. Once done, the dialysis session was completed." The issue was identified during use on patient but there was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2023. Involved a 75-year-old female patient hospitalized for her hemodialysis session. At the time of connecting the device, it was observed the presence of air in the arterial line and of a blood leak at the level of the arterial line when the lines were reversed. The catheter line was changed by a clinician. Once done, the dialysis session was completed.". The issue was identified during use on patient but there was no reported patient harm.